Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to resume insulin. Reportedly, the pump prompted the customer to load a new cartridge when the customer just changed the cartridge. The customer successfully reloaded the cartridge to address the event. Blood glucose was 241 mg/dl.